Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends or systemic issues in conjunction with the complaint currently under evaluation. There were no returns available from the customer site. No non-conformances associated with the affected product have been identified. Sensitivity of the product was evaluated using in-house retained reagent kits of lot 78144li00. All results met specifications and no (B)(6) results were generated. The (B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. The (B)(6) both showed (B)(6) results whereas the (B)(6). Results are inconclusive and the (B)(6) method may be (B)(6) . Catalog#: from 08d06-39 to 08d06-38.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-39, which has similar products distributed in the us, list numbers 08d06-31 and 08d06-41.

Event description:
The customer reports that one patient sample ((B)(6) year-old male) generated a nonreactive architect syphilis tp assay result of 0.73 s/co on an architect i2000sr analyzer. This same sample generated a "strong positive" result with the treponema pallidum particle agglutination (tppa) methodology. Controls have remained within specifications. The sample was recentrifuged and retested on the architect platform and generated a nonreactive result of 0.75 s/co. Western blot testing of the sample generated a negative result. The patient is being seen for diagnosis of an upper arm mass. No suspect results were reported from the lab. There is no impact to patient management reported.